Event description:
It was reported that the patients right ventricular (rv) lead had perforated the rv, resulting in a pericardial effusion. The lead was removed, to be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.